Event description:
Unit ID #: (B)(4).

Manufacturer narrative:
This report is being filled to provide additional information for info provided in theinitial MDR.investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.the run data file (rdf) was analyzed for this event.run data file analysis did not show a conclusiveroot cause for the higher than expected wbc content measured in the platelet product reportedfor this collection. Based on the available information, it is possible though not conclusive, thisfailure may be donor related. The run data file analysis also confirmed there were no alertsgenerated or adjustments made throughout the collection that could have caused this lower thanexpected platelet volume. Signals showed the reservoir was filling and emptying as expected andthe automatic pas addition completed without errors.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.run data file analysis did not show a conclusive root cause for the higher than expected wbccontent measured in the platelet product reported for this collection. Based on the availableinformation, it is possible though not conclusive, this failure may be donor related.the run data file analysis also confirmed there were no alerts generated or adjustments madethroughout the collection that could have caused this lower than expected platelet volume.signals showed the reservoir was filling and emptying as expected and the automatic pas additioncompleted without errors. Possible causes for the higher than expected concentration include,but are not limited to:¿ a partial occlusion of the pas line resulting in a pas addition error.¿ improper sampling technique and dilution.¿ use of a scale or cell counter that is not calibrated.¿ use of improper tare weight and/or specific gravity to calculate product volume.¿ variability of supplied parts or misassembly in the set.

Manufacturer narrative:
Investigation: lot number and expiry information are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.